Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience prime device referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2014, a 2.75x33mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, 95% stenosed lesion and a 3.0x28mm xience prime stent was successfully implanted in the mid left circumflex (cx) coronary artery lesion. On (B)(6) 2018, the patient started experiencing chest pain and tightness. On (B)(6) 2018, the patient was hospitalized for this pain. Restenosis was noted in the proximal lad, 2.75x33mm xience prime stent and within 5mm of the cx, 3.0x28mm xience prime stent. As treatment, another revascularization was performed. The event resolved and the patient was discharged from the hospital on (B)(6) 2018. No additional information was provided regarding this issue.